Manufacturer narrative:
There was no death or serious injury associated with this event and it is not likely to result in a death or serious injury upon recurrence. Ge healthcare has also initiated a field action to address this issue in the installed base. This field action was reported to the FDA per 21 cfr part 806 under correction and removal number 9613445-11/20/23-001-c on 20-nov-2023.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
D4 unique identifier: (B)(4). Ge healthcare investigation has been completed and the cause for the loose/shaking x-ray tube assembly was determined to an inadequate torque applied to the tube mounting bolts. To correct this issue, the ge healthcare field engineer (fe) returned to the customer site and tightened the bolts to the correct torque value. Ge healthcare has also initiated a field action to address this issue in the installed base. This field action was reported to the FDA per 21 cfr part 806 on 20-nov-2023.

Event description:
On 04-aug-2023, the customer at duly health and care located in the USA reported that while angulating the x-ray tube on their ge definium tempo pro fixed radiographic system, they felt looseness/shaking. The ge healthcare field engineer (fe) investigated the system and identified the tube mounting bolts were loose. To correct this issue, the ge healthcare fe retightened the tube mounting bolts. The tube did not detach and there was no injury associated with this event.